Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. However, unit received with corroded battery tube. No off no power alerts or low battery alarms noted. Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window, cracked belt clip slot, and battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error a couple of times. The insulin pump shut off without receiving a low battery alarm. The insulin pump powered back on after replacing the battery three times. Customer's blood glucose level was not reported. The customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.